Event description:
It was reported that there were high impedance readings on the right and left ventricular leads. Impedance readings were acceptable when checked with a different device and with an analyzer. The device was replaced. The device was returned with no information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned, analyzed, and the battery depletion was normal.